Event description:
The report received from the affiliate indicated that during a carotid stenting procedure, spam occurred after deploying the angioguard filter. A calcium antagonist was administered and the spasm resolved. The pt was asymptomatic and the pt was neurologically intact. It was not known if the precise stent was in place at the time. No additional info (including target lesion info) is available. The physician's comment regarding the possible cause of the event was that a slight movement of the basket stimulated the spasm. There was no malfunction of the angioguard.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.